Event description:
The customer alleged that the vent went inop while on a patient. The mallinckrodt customer support engineer (cse) inspected the device and replaced the motherboard, alarm cable and power switch per factory recommendation. The unit passed extended self testing. There was no patient harm reported.